Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that an unknown patient complained about their pain stimulator getting hot. While the nurse was assessing another patient, she stated he was the second person to complain about their pain stimulator getting hot.